Event description:
It was reported that shaft break occurred. The 20x 2.0 mm, eccentric, de novo, 90% stenosed target lesion was located in a mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.00mm x 15mm maverick² catheter balloon was selected to pre-dilate the lesion. Upon pushing of the balloon by the physician, it was noted that the shaft broke off 30cm from the hub. The physician withdrew the balloon with the guiding. No segment of the device detached inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick2 balloon catheter. Visual and tactile inspection was performed. The device was returned in one piece and there was contrast in the inflation lumen. The hypotube was kinked 37cm and 92.5cm from the strain relief; however, it was not broken. Examination under magnification revealed that the shaft was torn at the exit notch, consistent with damage due to guidewire interaction. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 20x 2.0 mm, eccentric, de novo, 90% stenosed target lesion was located in a mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.00mm x 15mm maverick²¿ catheter balloon was selected to pre-dilate the lesion. Upon pushing of the balloon by the physician, it was noted that the shaft broke off 30cm from the hub. The physician withdrew the balloon with the guiding. No segment of the device detached inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.